Event description:
The electrode array of the pt's implant migrated. The device was explanted. No further info was made available regarding this pt who resides and was implanted outside of the USA. This is a final report.